Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report that the receiver displayed a hardware error on (B)(6) 2014. At the time of contact patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log did not confirm the reported hardware error. Global receiver functional testing resulted in no failures related to the customer's complaint. The reported fault could not be reproduced. The customer complaint could not be verified.